Event description:
It was reported that the patient presented to a lead revision. Prior to the procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and replaced. During the procedure, fluoroscopy revealed a dislodgement of the right ventricular (rv) lead. While attempting to reposition the rv lead, it was noted that the helix exhibited failure to extend. The rv lead was explanted and replaced. The patient was in stable condition.